Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. All testing was performed using a good known test patient circuit as well as a good known test ac adapter. The ventilator failed all the flow & o2 blending tests from the ltv final test. Advanced fio2 testing revealed solenoid #2 on the o2 blender was out of specification. Carefusion replaced the o2 blender to correct the reported issue.

Event description:
It was reported to carefusion that the unit is delivering a lower that expected amount of oxygen concentration. There was no report of any patient involvement associated with this complaint.